Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI# (B)(4). Reported event was confirmed with medical records and radiographs provided. Review of the available records identified the following: superior dislocation of the right femoral head from a right total hip arthroplasty. Possible avn with bony collapse of the left femoral head. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#110010260 lot 6278320 biomet g7 shell 44mm, cat#8114-01-10 lot 61452413 zimmer cpt stem ho size 1, cat#8018-28-14 lot 64157142 zimmer versys head 28mm+7neck. Foreign source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 1 month post implantation due to dislocation. During the procedure, it was noted the head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.